Event description:
General report received of cassette alarms. The plumsets were being used to infuse normal saline by use of plum a+ pumps. Upon set up, the pumps would initiate self-tests and then sound audible alarms and display "cassette test failure." Reportedly, the nurse noted that the flow of the normal saline during priming of the tubings "was slower than usual." This was reported to have happened approximately six times with different tubing sets from the same list and lot number. There were no reports of adverse patient effects or delays in critical therapy. Though requested, there was no further information available.